Manufacturer narrative:
This report is filed on november 15, 2016.

Manufacturer narrative:
.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2016 due to an unknown medical reason. Re-implantation is planned but has not taken place as of the date of this report november 03, 2016.